Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing skin irritation at the insertion site since he started wearing the device around (B)(6) 2012. Pt gets an itchy, raised, red area where the sensor adhesive meets his skin and has to remove his sensor two to three days after insertion, due to the discomfort from the allergic reaction. Pt has tried secondary wound dressing to shield his skin from the adhesive. Pt also reports that his skin heals after a few weeks of applying neosporin to the affected area. Pt consulted with his dermatologist who recommended the use of otc cortisone on the affected area. At the time of his call to dexcom technical support, pt had discontinued the use of cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.